Manufacturer narrative:
(B) (4) yes. Evaluation results: stent thrombosis, death.

Event description:
A 2.75mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in the lcx of a pt with omi. However, it was reported that approx 7 weeks post implant of relevant stent, the pt died. Further info received from the field confirms that the pt was participating in a clinical trial for an anti-platelet medication, were drug efficacy was unclear and also had a co-morbidity of a previously implanted pacemaker. The physician commented that, though the root cause is unclear, considering autopsy results on the analysis for the pacemaker, it is likely that the pt died by cardiac death as vf was confirmed. However, stent thrombosis cas not be denied as a cause of death.